Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a likely cause of the phenomenon and the error might be the following: 1. Seal & cut output was activated while grasping thick tissue with the tip of the grasping section. The proximal side of the tissue pad came into contact with the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the non-insulated part of the grasping section to touch the probe. 3. Seal & cut output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each. 4.the output was continuously activated in state of above description 3, and a force was applied to the probe, causing the probe cracked. 5. A load was applied to the probe, and it broke. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual, rc1444, outlines precautions related to this event: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. During output, do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments. Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities, which may lead to burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, while using the ultrasonic surgical device, after 2-3 minutes of intervention one of the two probes of the tb-scissor broke (and detached from the device). The broken piece fell outside the patient's body. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm. The patient did not require additional anesthesia, there was no prolonged hospitalization and no other intervention necessary.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.